Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd bactec¿ plus aerobic/f culture vials (plastic) was contaminated, leading to false positive results. Confirmatory testing was performed and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: positive vials from 3 patients grew out bacillus species, non-anthracis. Vials reported as probable contamination as it only grew from 1 vial of 2 in each set. Physicians did not treat patients as a result of the report being probable contamination.

Manufacturer narrative:
H6: investigation: bd was unable to reproduce the customer¿s experience with the bactec. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. Batch has been previously investigated for the reported defect. No additional testing is required at this time. Complaint is unconfirmed based on retention samples and batch history record review. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No trend has been identified for reported defect. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that 1 bd bactec¿ plus aerobic/f culture vials (plastic) was contaminated, leading to false positive results. Confirmatory testing was performed and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: positive vials from 3 patients grew out bacillus species, non-anthracis. Vials reported as probable contamination as it only grew from 1 vial of 2 in each set. Physicians did not treat patients as a result of the report being probable contamination.